Event description:
Surgeon reported to field service specialist (fss) during his visit, on (B)(6) 2011, about an incidence of diffuse lamellar keratitis (dlk).

Manufacturer narrative:
(B)(4) (dlk). Evaluation: clinical development manager (cdm) contacted account and they reported one incidence of dlk on a female pt's eye. Flap was lifted and rinsed on (B)(6) 2011, one week post operation. On (B)(6) 2011, there was no dlk present. Dlk was resolved. Clinical verified with account if any changes were done recently and they said same gloves and same sterilization technique is being used. During the field service specialist (fss) visit, he optimized seeding in the laser since a slow drift on max energy was noticed. System meets amo specifications.